Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator on one of the grips. There might be missing pieces from the molded insulator, but the size of the missing pieces cannot be confirmed. Grip tip was detached from its base and conductor wire was found to be broken as result of the molded insulator breakage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
It was reported that during central processing, the force bipolar instrument had a broken grasping tip. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred at the distal end of the instrument, which is the portion that enters the patient, and a piece from this end detached or broke off. However, the issue did not involve unhinged or dislodged jaws. No scans or tests were performed to locate a potential fragment after the instrument broke, and the patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.